Event description:
The customer contacted ascensia customer service to seek assistance with the contour® next gen meter, as he performed a control test and the reading was automatically marked as a blood result in the meter's memory. Since the customer used incorrect testing technique, during troubleshooting, another control test was performed using the correct testing technique and a reading of 130 mg/dl was obtained. The meter did not automatically mark it as a control result, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.